Manufacturer narrative:
The bav catheter was not returned to edwards for evaluation as it was discarded by the site. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. These steps are considered standard maneuvers during the tavr procedure. During the manufacturing process, all edwards balloons are 100% visually inspected for defects and 100% tested for performance prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication that a device malfunction contributed to this adverse event. Investigation results suggest/indicate, in addition to procedural factors (device manipulation), patient factors (bicuspid valve, advance age +75 y/o ) likely contributed to the wide open ar following bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tavr procedure, the patient had wide open ai post bav. During a live case for tvt, the plan was to do basilica procedure (predilate with 23mm balloon, tear one leaflet and make the patient's bicuspid native valve tricuspid before implanting a 29 sapien 3 valve). The annulus was predilated with an edwards 23 balloon after which the patient became hypotensive. Echo showed wide open ai. The team rushed and deployed a 29mm sapien 3 valve in an 80:20 aortic position with no resulting pvl or cai. Post valve implant, the patient recovered but later the pressure decreased. CPR was performed while the valve was prepped. An impella device was deployed across the sapien 3 valve, which helped but the patient continued to deteriorate and was converted to ECMO. The patient stabilized on ECMO but CT confirmed a bleed in a branch of the pulmonary artery. It was believed that the artery was likely injured during chest compressions. The patient also had air in the thoracic cavity. It was unclear if air was introduced during intubation or during chest compressions from a broken rib. On pod3 the patient was stabilized, on ECMO but still intubated, not awake but in improved condition. The current prognosis is poor. The patient¿s native annulus measured 600cm² by CT. The annulus had no calcification, however the leaflets were severely calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.